Manufacturer narrative:
The report that a device was programmed incorrectly was not confirmed. The intended programing was not reported, therefore it cannot be determined if the programming found in the log was correct. The pcu event log shows pump module s/n (B)(4) was initially programmed to infuse drugid 214 at a rate of 28.5ml/hr with a vtbi of 50ml at 1804 on (B)(6) 2019. The concentration was 16mcg/ml. The dose was changed 12 times during the infusion, and the infusion was channeled off at 2228. No testing was performed as only the device logs and customer dataset were received for investigation, however the dataset received did not match the keystrokes in the pcu event log. The root cause was not identified. No device received-log review only.

Event description:
It was reported that at 1815 the device was programmed to infuse epinephrine as a continuous infusion with the medication concentration of 16mcg/ml in the picu. The actual concentration of the syringe was 32mcg/ml. Shortly after 1900, it was noted that the incorrect epinephrine was programmed. At the time of the event, the pediatric patient had an active gi bleed and received multiple blood products and medications. The customer further stated that the patient was unstable before and after the event and it is unknown if this event contributed to the patient's symptoms.

Manufacturer narrative:
(2)pri tubing; 8100, therapy date (B)(6) 2019. Patient was caucasian. Pediatric patient. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported that at 1815 the device was programmed to infuse epinephrine as a continuous infusion with the medication concentration of 16mcg/ml in the picu. Shortly after 1900, it was noted that the incorrect epinephrine was programmed. At the time of the event, the pediatric patient had an active gi bleed and received multiple blood products and medications. The customer further stated that the patient was unstable before and after the event and it is unknown if this event contributed to the patient's symptoms.